Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that the integrated electrosurgical unit (iesu) or erbe did not recognize the vessel sealer in the top or bottom port. The csr stated that the erbe also did not recognize the fenestrated bipolar forceps instrument. During the field service activity for the issue, the customer reported that both bipolar ports would not recognize the vessel sealer instrument. They reported that multiple instruments/cables were used, but none were successful. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not recreate the reported issue and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported issue was confirmed using system logs which revealed errors m-02, c-82, 3-71, 4-87, c-83, and m-36. Functional testing revealed that the unit generated error code c-82 followed by m-02-3 upon startup. Additionally, a review of the internal erbe error log showed the presence of m-31, m-36, and m-37. The root cause could not be determined; however, the errors are likely due to a component failure causing an operational problem within the erbe.